Event description:
It was reported that the insulin pump shut down and it did not function. The father stated that it appeared the device had moisture and was making a noise. The batteries were changed and the device still did not turn on. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic and motor assemblies. During visual inspection it was noticed that the keypad traces also were corroded.